Event description:
"The physician positioned the relay plus under the left subclavian artery and then the physician noticed that vascular perfusion needed to be improved. A bare stent was added and the physician confirmed that perfusion was recovered. The procedure was successfully completed. " patient outcome: "no further information is available as per email dated (B)(6) 2019 from (B)(6), new product introduction & quality assurance, (B)(4)."